Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of the customer, the autoclavable camera head had color bars only when camera head was plugged. Power cycle solved the issue. The issue was found during preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
In speaking with technical assistance center (tac) the customer reported that the issue occurred in multiple rooms and the tac suggested sending the camera head for repair. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.